Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks. Patient also received anti tachycardia pacing therapy and aborted shocks on (B)(6) 2017 due to noise. Upon review of stored egms, the right ventricular lead exhibited oversensing and lead damage was suspected. Programming changes were made; however, it was not certain if these changes can inhibit therapy. On (B)(6) 2018 patient presented to the emergency room after receiving inappropriate anti tachycardia pacing therapy and shocks due to lead noise. Therapy was disabled and lead revision was discussed. No intervention was reported. Patient was stable throughout.

Event description:
New information received noted that the patient's right ventricular lead was explanted and replaced with no complications. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. The connector portion measuring 13.5 cm and the distal portion measuring 45.7 cm. An external insulation abrasion breaching the optim sheath only was noted 7.5 cm to 8.0 cm from the distal tip consistent with lead friction to another device or patient anatomy. An internal abrasion breaching the re cable lumen was noted at 7.5 ¿ 8.0 cm from the distal tip. The etfe coating at this location was abraded. The cause of the reported events was isolated to the internal abrasion underneath the shock coil and the abraded ring electrode cables.